Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. There was no report of patient harm or injury this issue was reported to the FDA per 21 cfr 806. The device will be corrected per (B)(4).

Manufacturer narrative:
The manufacturer previously reported an allegation of an issue related to sound abatement foam. Section b5 should be previously reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously reported an allegation of seeing dark particles in water chamber,smelling a burning smell, and the device being noisy related to a CPAP device's sound abatement foam. The patient alleged having runny nose, cough, headaches, light-headedness. There was no report of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. As per the investigation of the device evidence of sound abatement foam degradation/breakdown was not observed in the base unit and initiated therapy which generated airflow. Corrosion was observed on p4 port, the water damage caused p4 port to corrode. This is likely the cause of any burning odor. Observed large crack spanning across humidifier lid latch. This is likely the cause the device to be noisy. As per secondary findings of the base unit observed evidence of water ingress on the blower and blower box, the dust/dirt contamination on the flip lid locking mechanism, outside of the blower box, around the bottom enclosure of the humidifier, and on the air inlet of the motor was inconsistent with degraded sound abatement foam contamination. The presence of contamination within the airpath, suggests a source external to the device, the device's downloaded event log was reviewed by the manufacturer and found 4 errors. The manufacturer concludes unable to address the symptoms described and confirm the presence of contamination in the airpath. Section h6 (health effect - clinical code) has been corrected and (type of investigation,investigation findings, investigation conclusions) has been updated in this report.